Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens dislocated approximately 3 weeks post implant. The lens was cut and removed and a different model lens was implanted. No sutures were used. Reportedly patient is doing fine.